Event description:
Event description guidant received information that during a holter monitor session, this pacemaker exhibited pauses due to oversensing. There were no adverse patient effects or symptoms observed.